Event description:
Facility reported "blood leak alarm sounded upon initiation of treatment". Estimated blood loss 100cc. No medical intervention. The sample is available for examination. Medwatch filed on the blood loss.